Event description:
It was reported that one of the locking ring tabs was stuck within the grove of the cup. As such, the surgeon was unable to seat the acetabular liner. The procedure was completed with a 46mm outer diameter (od) cup instead of the attempted 47mm od cup.

Manufacturer narrative:
This report will be amended when our investigation is complete.